Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 230 units of insulin. There was no impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer; however, no additional information was provided.